Manufacturer narrative:
Batch record review: a review of the lot file for z915 was performed. There were no non conformances associated with this lot and no alarms or errors noted during lot release testing at the time of the event. This lot met all release requirements. (B)(4) complaint database review: a review of complaints received for lot z915 was performed. There was complaint reported for bowl leak to date for this lot. The assessment is based on info available at the time of the investigation. No product was returned by the customer for investigation. The root cause cannot be determined based solely on the info provided by the customer. (B)(4).

Event description:
The customer reported a centrifuge bowl leak. Customer called to report a centrifuge bowl leak during treatment procedure. Customer reported that during buffy collection phase of the 1 cycle, a blood leak alarm occurred and the inside of the centrifuge lid had condensation on it. Customer aborted the treatment procedure and did not return any blood to the pt. The customer restarted the treatment procedure using a new kit. The customer refused to return the kit for an investigation.